Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report 3004939290-2013-00021 for the first device.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral catheterization procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size 5mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the deployer withdrew the catheter until the balloon abutted the tip of the sheath (first stop) then the deployer continued to pull and at this point the balloon ruptured and pulled through the sheath. A second mynxgrip vascular closure device 6f/7f was prepped and deployed but the balloon from the second device also ruptured and pulled through the sheath. The patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.